Event description:
It was reported that the left ventricular (lv) epi lead had high impedance and no capture. The lead had a possible fracture. The physician cut the lead when trying to replace it. Three additional leads were attempted, but none were used as they could not be effectively placed with adequate thresholds. The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2007; d314trm implantable cardioverter defibrillator, (B)(6) 2012; 6947 implantable tachy lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient was symptomatic with shortness of breath and fluid retention. The patient also had a perforation. The patient was enrolled in the product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.